Event description:
Per the study, indicated that the 5mm basket malfunctioned. It had withdrawal difficulty through the stent, and unable to remove angioguard guidewire. However, after further maneuvers were done, the basket was removed. The defect occurred during post-stenting. The patient did not experience any adverse event.

Manufacturer narrative:
The patient was consented to the study for carotid stenting. The patient has a medical history of hyperlipidemia, cardiac arrhythmia, abnormal stress test, bypass surgery, smoker (>5 packs of cigarettes), coronary artery disease, and hypertension. Prior to the stenting procedure, the patient underwent diagnostic angiography. The patient was asymptomatic. The target lesion location was proximal of the left internal carotid artery (l5). The vessel was severely tortuous, eccentric, but had no bends that were within 5mm of the lesion. The target lesion diameter stenosis was 85% and reference diameter 1.0mm. Total length of stented segment was 30.0mm. Thrombus was not present within the lesion. The arch was type-I and pre-dilatation was performed with 4mm balloon. No dissection was noted after post dilation. Debris was noted in the filter. The act measurements consisted of 182, 187 and 157 seconds. The patient was discharged on aspirin. One precise was successfully deployed at its intended location. Subsequently upon retrieval of the angioguard device, there was debris found in the basket. The procedure was completed with a 10% final residual in lesion stenosis. After the procedure, no occlusion or air bubbles were documented. No occlusion in contralateral side was noted. A 35% lesion remained in the target site. The patient had no neurological deficit upon removal from treatment room, and did not require emergent carotid surgery. No electrocardiogram was performed prior to discharge. The ck was 103 (upper limit of 215), and the ck-mb was 0.7 (upper control of 3.5mg/ml). The procedure impression indicated the following: 85% left internal carotid artery stenosis following endarectomy at a site of arterial kinking. Following the procedure, there is significant increase in luminal diameter. There is approximately a 35% residual narrowing present. There is significant improvement of intracranial flow. Prior to the procedure, only the middle cerebral artery filled with a left common carotid artery injection. At the termination of the procedure, there is good anterograde flow also in the anterior cerebral artery that previously filled from the right carotid. During the procedure, the patient received versed, fentanyl, ancef, heparin and verapamil. Devices utilized during the procedure included a 4french micropuncture, 6french shuttle sheath, .035" bentson guidewire, .035" angled terumo guidewire, 4x20mm aviator balloon, 5mm angioguard, 9x30mm precise stent, and boston scientific easy bent retrieval sheath. The patient was discharged on aspirin without adverse events. The thirty-day report indicated that the patient continues to be on aspirin. The product was not returned for analysis. Additional information will be submitted within 30 days.